Manufacturer narrative:
Two used 8fr angio-seal sts plus was received for product evaluation. Both devices were returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection on the first device revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. No anchor or collagen was returned and the suture was cut below the black compaction marker as can be seen in the attached pictures. No outward signs of damage or deformations were noted on the device. Visual inspection on the second device revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. No anchor or collagen was returned and the suture was cut below the black compaction marker as can be seen in the attached pictures. No outward signs of damage or deformations were noted on the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the unused sample was the normal product.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using a angio-seal device something happened to the collagen during the procedure. Hemostasis was successfully achieved. The estimated blood loss was less than 250cc. The procedure before deploying the device was ppi (percutaneous peripheral intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.